Event description:
Total knee replacement on (B)(6) 2014, 15 weeks of pt and 6 months of exercise, knee is painful, swollen, unsteady walking, mobility difficulty, cannot walk more than 30 yards without significant pain. Swelling and obvious fluid buildup on left side of right knee. Pain on top of knee. Impacting my occupation and quality of life.